Event description:
The patient has endophthalmitis. The doctor does not appear to believe the event is lens related at this time. The expiration date of the lens is (B)(6) 2015. The company has been attempting to get more information from the doctor.